Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the camera system was not working. It was not detected by the video processor unit, and a color bar appeared on the monitor screen, involving an olympus camera head. There was no patient injury reported.